Manufacturer narrative:
(B)(4). Product evaluation in progress. Manufacturer contacted customer with follow up phone calls for knowing the customer's condition as customer care advised to seek medical attention; customer was at the hospital, her blood glucose was stabilized;customer reported glucose level of 79mg/dl;the diabetes medication dosage was increased to prevent high rise glucose level;customer has not seen the doctor since one year ago because no insurance coverage.

Event description:
Customer complains of high results. Customer states that she feels nausea. Advised customer to seek medical and customer admitted that she need medical attention. The customer's expected blood result is 80-92mg/dl fasting. Verified the strips expire 1/25/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 67mg/dl and 58mg/dl fasting. Reviewed meter memory 89mg/dl, (B)(6) 2016 1:58pm, fasting:yes. 84, (B)(6) 2016 12:47pm, fasting:yes. 193, (B)(6) 2016 9:05am, fasting:no. 184 ,(B)(6)2016 10:13am, fasting:no. 91mg/dl, (B)(6) 2016 07:06pm, fasting:yes. Memory concerns: mainly the high results of 184mg/dl; 193mg/dl but also the low the back to back results of 67mg/dl and 53mg/dl. Customer called complaining that her meter is defective. Customer explained that at times the meter reads too high and at other times read too low. Customer detailed that on saturday her glucose results were 193mg/dl and 184mg/dl in the afternoon (meter time and date not set); customer explained that usually she test both before eating and after eating. Customer requested training with the control solution to verify the meters function; resulting at 241 within the range of 184-248 for the level 1 liquid opened (B)(6) 206. Customer admitted that lately after eating she has not been feeling well but would not disclose any symptoms. Customer explained that she has not seen her physician for approximately one year now because she no longer has health plan coverage. Customer detailed that her physician gave her the prescriptions to monitor her diabetes with a year refill and that she continues to take the metformin 500mg -- tablet daily and takes the glipizide 5mg as needed when her glucose levels are high. Customer performed the back to back blood test which resulted at 67mg/dl and 58mg/dl; customer explained that she ate pasta approximately 3 hours before those test. Customer pointed to those results as an example to her too low complaints.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with damage on strip connector of the meter. The root cause is foreign material on the strip connector. Manufacturer contacted customer with follow up phone calls for knowing the customer's condition as customer care advised to seek medical attention; customer was at the hospital, her blood glucose was stabilized;customer reported glucose level of 79mg/dl;the diabetes medication dosage was increased to prevent high rise glucose level;customer has not seen the doctor since one year ago because no insurance coverage.

Event description:
Customer complains of high results. Customer states that she feels nausea. Advised customer to seek medical and customer admitted that she need medical attention. The customer's expected blood result is 80-92mg/dl fasting. Verified the strips expire 1/25/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 67mg/dl and 58mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: mainly the high results of 184mg/dl; 193mg/dl but also the low the back to back results of 67mg/dl and 53mg/dl. Customer called complaining that her meter is defective. Customer explained that at times the meter reads too high and at other times read too low. Customer detailed that on saturday her glucose results were 193mg/dl and 184mg/dl in the afternoon (meter time and date not set); customer explained that usually she test both before eating and after eating. Customer requested training with the control solution to verify the meters function; resulting at 241 within the range of 184-248 for the level 1 liquid opened (B)(6) 206. Customer admitted that lately after eating she has not been feeling well but would not disclose any symptoms. Customer explained that she has not seen her physician for approximately one year now because she no longer has health plan coverage. Customer detailed that her physician gave her the prescriptions to monitor her diabetes with a year refill and that she continues to take the metformin 500mg tablet daily and takes the glipizide 5mg as needed when her glucose levels are high. Customer performed the back to back blood test which resulted at 67mg/dl and 58mg/dl; customer explained that she ate pasta approximately 3 hours before those test. Customer pointed to those results as an example to her too low complaints.